Event description:
The user is questioning the functionality of the device during a patient use event. A data card was not present in the device during this event. A second device was used and the patient survived.